Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the patient died. The target lesion was located in the left main to left anterior descending artery. The patient presented with chest heaviness and dyspnea and was diagnosed with coronary artery disease, triple vessel disease, recurrent paroxysmal supraventricular tachycardia (psvt), ventricular fibrillation (vf), refractory hypotension rupture, cardiogenic shock and mild left ventricular (lv) dysfunction 45%. Angioplasty was performed with three stents, a 2.25 x 32 mm synergy xd from the mid to distal lad, a 2.75 x 24mm synergy xd from the proximal to mid lad and a 3.50 x 32 mm synergy megatron. During the procedure. The patient experienced ventricular tachycardia (vt) and vf and orbital atherectomy was performed. The procedure was completed with a thrombolysis in myocardial infarction (timi) flow of 3. And the patient was transferred to the critical care unit (ccu). The patient then experienced persistent tachycardia. An electrocardiogram (ECG) revealed vf and direct current (dc) shock was performed. Cardiopulmonary resuscitation (CPR) was continued for 45 minutes, but there was no recordable pulse or blood pressure and death was declared.